Manufacturer narrative:
Fujifilm conducted a detailed investigation of the device and was unable to identify the root cause. If any additional relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
Unknown. The exterior of the probe is a tubular membrane with an outer diameter of 1.4 mm and a length of 2150 mm, where different resins are joined at 50 mm from the tip. The membrane broke at a few millimeters on the tip side from this joint and fell into the lung. Fujifilm will conduct a detailed investigation as soon as the device is returned. Although there were no reports of health hazards to the patient fujifilm determined that a health impact cannot be totally denied because leakage of a small amount of liquid paraffin filling the exterior was noted. Fujifilm conducted biocompatibility testing of liquid paraffin with mucosal contact within 24 hours (iso10993-1:2018) which indicated negative results in all of cytotoxicity, intradermal reaction, and sensitization. The investigation is ongoing. If any additional relevant information is provided, a supplemental report will be submitted.

Event description:
On (B)(6) 2020 fujifilm corporation was informed that during a procedure at a medical facility in china the tip of a fujifilm ultrasound probe came off. This was noticed when the ultrasound probe was removed after use in the lung, the exterior part (diameter 1.4 mm x length 50 mm) at the tip had come off; the tip was removed with forceps. There was no health damage such as scratches or bleeding to the patient. This report is being submitted in abundance of caution.